Manufacturer narrative:
Product complaint # (B)(4). Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). Concomitant medical products: concomitant med products due to character limitation: sl-10 (stryker) microcatheter, chikai (asahi intecc) guidewire, enpower (B)(4) (dcb2) detachment control box. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of an arteriovenous fistula (avf) at the coronary sinus, the 1mm x 4cm galaxy g3 mini (glm910040/l13809) thermo-mechanical coil was inserted into the sl-10 (stryker) microcatheter, but the physician felt something unusual with the microcatheter and coil. The distal half of the embolic coil was straightening. The physician struggled to deliver the coil to the lesion and ultimately detached the coil; however, the coil came back to the microcatheter. The physician used the guidewire to push the coil into the lesion. Additional coils were implanted, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product defect/damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. A chikai (asahi intecc) guidewire and an enpower (B)(4) (dcb2) detachment control box were also used in the case. The concomitant microcatheter was delivered to the target lesion and six coils were placed prior to the complaint coil. The product will not be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the embolic ¿coil protruded into the concomitant catheter¿ after detachment and the coil was able to be pushed back inside of the avf. There was an adequate and continuous flush maintained through the microcatheter. It was not reported if there was evidence or thrombosis or embolization due to the event. The user did not apply undue force at any time. The length of time that the surgery was delayed as a result of the event was not reported; however, the delay in procedure was not considered clinically significant. No further information could be obtained. Initial reporter phone: (B)(6). Device code "off-label use" (1494) was selected since the product IFU also states that the microcoil delivery system is intended for endovascular embolization of intracranial aneurysms and the device was used in the coronary sinus. [Complaint conclusion] as reported by a healthcare professional, during a coil embolization of an arteriovenous fistula (avf) at the coronary sinus, the 1mm x 4cm galaxy g3 mini (glm910040/l13809) coil was inserted into the sl-10 (stryker) microcatheter, but the physician felt something unusual with the microcatheter and coil. The distal half of the embolic coil was straightening. The physician struggled to deliver the coil to the lesion and ultimately detached the coil; however, the coil protruded out of the lesion into the concomitant microcatheter. The physician used the guidewire to push the coil back into the lesion. Additional coils were implanted, and the procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. It was not reported how long the surgery was delayed due to the event; however, the surgical delay was not considered clinically significant. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and an adequate and continuous flush was maintained through the microcatheter. No visible product damage was noted prior to the event. The concomitant microcatheter was delivered to the target lesion and six coils were placed prior to the complaint coil. The user did not apply undue force at any time. No further information could be obtained. The galaxy g3 mini was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. Difficulty positioning the coil within the aneurysm, coil stretching, and coil protrusion into the parent vessel following detachment are known potential complications associated with coil embolization procedures. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, the complaints of positioning difficulty and protrusion into parent vessel are specific to the operational context and cannot be evaluated in the lab. The root cause of the event could not be conclusively determined; however, the coil may have become anchored on the previously placed coils or the aneurysm and stretched during positioning, which would have resembled straightening of the coil. If the coil is stretched, it could possibly break and should be gently removed from the patient. Also, if the microcoil is positioned at a relative sharp angle to the microcatheter, a coil may stretch or break as it is being withdrawn. If the coil was stretched and out of shape, it would make the coil more difficult to position within the aneurysm and could contribute to the coil protruding back into the microcatheter. The IFU also states that the microcoil delivery system is intended for endovascular embolization of intracranial aneurysms and the device was used in the coronary sinus. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information available for review and without films of the event; however, it is possible that clinical and procedural factors, including aneurysm size/vessel characteristics (i.e. Wide-neck), coil entanglement/device interaction, and device manipulation, may have contributed to the reported complaint. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the results of the device history record review. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. The embolic coil remains implanted in the patient and is not accessible for testing and the coil delivery system was discarded by the complainant. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.